Event description:
It was reported the ipg was experiencing difficulty communicating with the external devices. It was determined the ipg had migrated. The physician revised the ipg site on (B)(6) 2014. Communication resumed following surgery. The issue has been resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.